Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - (B)(6) 2015. Date explanted - (B)(6) 2015. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2016-00668 / 00669 / 01848 / 01849 / 01852 / 01853). Product location unknown.

Event description:
It was reported that patient underwent a hip revision procedure due to dislocation.